Manufacturer narrative:
This report is submitted on september 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced a breakdown of skinflap and wound dehiscence at the incision site. Subsequently on (B)(6) 2017, the device was explanted. It is unknown whether the patient was reimplanted, as of the date of this report.

Manufacturer narrative:
Additional information was received: it was reported that the patient experienced an infection. Cultures returned positive for (B)(6) and the patient was treated with oral and topical antibiotics (date and duration not reported).